Event description:
It was reported that after the surgeon inserted the cc4204a collamer single piece lens into the eye, abrasion were noted on the lens. The lens was removed immediately and replaced with another same model lens. Surgeon is concern the lens may have been received in the manner or defective. No injury to the patient.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation: lens work order search. Results: visual inspection of the returned lens showed the optic was torn and a haptic was torn off with a piece of the optic and missing. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).